Manufacturer narrative:
Literature citation: author(s): mohamed macki, md, sbaa syeda, bs, kenan rajjoub, ba, panagiotis kerezoudis, md, ali bydon, md, jean-paul wolinsky, md, timothy witham, md, daniel m. Sciubba, md, mohamad bydon, md, ziya gokaslan, md "the effect of smoking status on successful arthrodesis after lumbar instrumentation supplemented with rhbmp-2." Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by in a publication titled "the effect of smoking status on successful arthrodesis after lumbar instrumentation supplemented with rhbmp-2 ", the primary objective of this study is to examine the effects smoking status on rhbmp-2 supplementation in spinal fusion constructs. The study was carried out with respect to two groups, smokers (82 patients) and non-smokers (28). All operations included arthrodesis supplementation with rhbmp-2. Fusions with greater than 1 interbody cages as well as fusions in the anterior approach were excluded. Pediatric cases were also not examined. Post-op, out of the 82 patients, 1 patient reported deep bone thrombosis.